Event description:
It was originally reported that there was a revision due to the anchor becoming loose and pain reported by the patient. Follow-up investigation:original surgery date was (B)(6) 2015. One month post-op, patient reported a "pop" after pushing a chair. Patient reported a sharp cramp in the bicep and it felt loose. Revision surgery was performed (B)(6) 2015. The screw was loose and angulated.surgeon removed the ar-1662bc-8. A uni-cortical button was inserted. Procedure was a proximal biceps, drilled with ar-1455 8.5mm reamer. Explanted device was disposed of by the hospital.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to the event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this event are improper bone preparation, implant over insertion in patients with insufficient quantity or quality of bone, and/or failure to follow the post-op rehab protocol and as stated in the event, "one month post-op, patient reported a "pop" after pushing a chair. Patient reported a sharp cramp in the bicep and it felt loose". The directions for use states: post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.